Event description:
Caller reported an issue with a continuous glucose monitor error, identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump, and after following these steps, the caller successfully began their sensor session without repeating the cgm error.